Event description:
It was reported that the battery gauge was intermittently fluctuating. Additionally, it was reported that the pump intermittently shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. There was no reported adverse impact to the customer¿s blood glucose level. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.

Manufacturer narrative:
Device not returned